Event description:
It was reported that before treatment the unit was not suctioning as it should. All attempts to resolve the problem have been done. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.